Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the truepath device and the tip was noticed to have been broken off and was not returned. Microscopic examination of the control unit, motor housing, working length, tip housing/tip were performed and revealed that the coil is damaged at the bond at the distal end of the device and the tip is broken off and was not returned. Also, the fractured/separated end of the shaft is jagged indicating that the separation was due to tensile forces. The device was not functionally tested during analysis due to the tip not being returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2018. It was reported that device was unable to cross lesion and did not rotate. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A truepath¿ was selected for use. During procedure, the truepath device was advanced into the target lesion without applying angle at first, but it was unable to cross lesion. Angle was then applied using a shaping tool and was able to shape. However, it was noted that the tip didn't rotate outside patient's body. Also, at that time, the tip was intact. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the tip is broken off and was not returned.